Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the for the past few weeks the pump battery was observed to be depleting quickly and subsequently shutting off. The customer¿s blood glucose (bg) level was over 400 (mg/dl) with high ketones. The customer charged the pump and delivered a bolus to address bg level. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted from 19% to 1% within 4 hours. Reportedly the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified due to a different issue that was identified (usb pin damage).